Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused the reported fall. No failure detected, device operated within specification.

Event description:
Knee buckled, device showed no resistance. The result was a fall. Pt. Was walking at home as the device buckled. Pt. Fell and broke her patella on the side of the prostheses (knee disarticulation).